Event description:
The doctor reported a pt experienced edema, oral and labial mucosa inflammation and necrotic ulcer that lasted for 15 days, after using a unit of catalyst paste. The product was removed and another catalyst from the same batch was used without incident.